Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
It was reported that the patient had chest pain and received a shock from the cardiac resynchronization therapy-defibrillator (crt-d) system. The patient was hospitalized for less than twenty-four hours and under went blood test and an electrogram (egc) which all looked normal. The crt-d system remains in use. No patient complications have been reported as a result of this event.